Event description:
It was reported to boston scientific corporation that a contour ¿ ureteral stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant a contour ureteral stent was placed in the ureter following a lithotripsy procedure . There were no regular checkups conducted for the implanted stent prior to the scheduled removal date on (B)(6) 2015. On (B)(6) 2015, during cystoscopy examination inside the bladder, encrustation was found on the surface of the stent. It was reported that the stent remained able to drain. The patient underwent extracorporeal shock wave lithotripsy, in order to break down the encrustation. The physician used a cystoscope to enter the bladder, then used forceps to remove the stent. The stent was completely removed on (B)(6) 2015. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned contour¿ ureteral stent revealed that the pigtail sections of the stent have calcified. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant a contour ureteral stent was placed in the ureter following a lithotripsy procedure . There were no regular checkups conducted for the implanted stent prior to the scheduled removal date on (B)(6) 2015. On (B)(6) 2015, during cystoscopy examination inside the bladder, encrustation was found on the surface of the stent. It was reported that the stent remained able to drain. The patient underwent extracorporeal shock wave lithotripsy, in order to break down the encrustation. The physician used a cytoscope to enter the bladder, then used forceps to remove the stent. The stent was completely removed on (B)(6) 2015. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.